Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2023, when they were interrogating a vanta ins, their tablet displayed an invalid data report message with the following error code: 000100bb. Ts redirected the rep to hcit mobility. The mobility team reported that the software on the tablet was up to date and the rep was able to interrogate the implant normally. Hcit believes it was just a glitch and the issue is resolved. No symptoms reported. Rep confirmed they were using the vanta app at the time of the event. The software version used at the time of the event was 2.0.2465. The rep could not confirm if the software had been updated by the time they had spoken with the mobility team.